Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Concomitant products: mentor smooth round moderate profile 350cc, catalog# 3501655, lot# 151461. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with saline mentor smooth round moderate profile 350cc breast implants and experienced capsular contracture, baker grade unknown and a suspected deflation on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.